Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery in the left (os) eye. Postoperatively the patient presented with stage 2 diffuse lamellar keratitis (dlk). Doctor opted not to perform a flap lift and rinse and prescribed frequent topical steroids. Pre-op bcva 20/20 os. At 1-month post-op bcva with pinhole 20/70 os. Patient was referred back to the attending doctor and is being treated with topical steroids. The physician also observed scarring and dry surface. However, scarring is expected to dissipate with the topical steroid treatment. The referring physician will continue to monitor patient. It is unknown whether the patient's decreased vision is related to the scarring or dlk. The association between the event and the device is unknown.

Manufacturer narrative:
H3 - an intralase field service engineer performed preventative maintenance on 10/03/06 and found the laser system to meet specifications and perform as intended upon departure. Additionally, an intralase clinical applications specialist performed an investigation on 10/05/06 at which time the laser was optimized to doctor's preference, met specifications and performed as intended upon departure. If additional information becomes available a follow-up report will be submitted to FDA.